Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as poor technique during therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized. The patient was treated with vancomycin, (intraperitoneally1 gram initially and then 2 grams every five days for a total of five times) and nystatin (orally, 500,000 millgram three times a day, for four weeks) for the event. At the time of this report, the patient was recovering and was scheduled to be retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.